Event description:
Caller reported the inform meter and inform base were smoking and both have burnt electrical contacts. No adverse event reported. A request was made for the return of the base and meter, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform meter, medwatch with identifier (B)(6) is for inform base.